Event description:
Reporter alleged obtaining the results of 192 mg/dl, 101 mg/dl, 282 mg/dl, 97 mg/dl and 169 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.